Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a low blood glucose episode while away from home, reaching 55 mg/dl with symptoms and treating with oral carbohydrate (coke), after which glucose rose rapidly above 200 mg/dl and then trended down; the user was using the ilet and had recently completed a supply change, with the system delivering small correction doses and low insulin on board, and sought guidance on announcing an upcoming meal. Symptoms included hypoglycemia and subsequent hyperglycemia, along with confusion or feeling off. Outcomes included the need for unexpected medical intervention in the form of medication (oral carbohydrate). Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device-specific findings, with medical device problem and device component information insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.